Manufacturer narrative:
Weight was provided in a range: (B)(4) pounds. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the painful stimulation when trying to increase and the only 1 out of 4 electrodes were working was not determined. As a step taken to resolve the issues, the patient was helped by the manufacturer¿s representative over the phone to ¿set my unit on a new program¿ which was a little less painful. No other solutions were discussed with the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3889-28, lot #: v260968, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-may-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported 3 of the wires were pulled out and they were working off of one lead; caller confirmed they were referring to electrodes. Caller reported that if they tried increasing stimulation, it caused physical pain to the point they could not even sit down. Caller mentioned they were "twicked" last year and that was when they found out about their 1 out of 4 electrodes working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.